Event description:
A cgm error was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset guide and assisted the caller through the process, which successfully resolved the error. To address the issue, technical support planned to replace the pump. Although there was no backup therapy available, the caller understood to consult with their healthcare provider. Technical support confirmed the shipping address and instructed the caller to send back the problematic pump with a prepaid label within 10 days, which the caller acknowledged and understood. The pump was still under warranty.